Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, upon resection of the appendix during a appendectomy, surgeon spent a few minutes cauterizing the staple lines to control the bleeding and oozing. No patient injury.